Event description:
It was reported "ruptured iabc". Additional information states the iab catheter was removed and not replaced. No patient injury or consequence reported. The patient's current condition is reported as "fine".

Manufacturer narrative:
Qn#(B)(4). The reported complaint of "ruptured iabc" is not able to be confirmed. The product was not returned for investigation. A device history record (DHR) review was unable to be performed as no lot number was provided. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends.

Event description:
It was reported "ruptured iabc". Additional information states the iab catheter was removed and not replaced. No patient injury or consequence reported. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4).